Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to lead insertion difficulty. Additional information was obtained from field representative revealed the lv lead had pulled back and was not returned as it was dropped in sharp box. The lv lead is no longer in service and replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.